Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. The customer only returned strip lot 39739821. Testing results: donor #1: retention meter and master lot strips: 2.8 inr. Returned meter and customer strips: 2.7 inr. Donor #2: retention meter and master lot strips: 3.0 inr. Returned meter and customer strips: 3.0 inr. Donor 1 hematocrit: 47 percent. Donor 2 hematocrit: 32 percent. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The results alleged by the customer were not observed in the meter¿s patient result memory. The results on (B)(6) 2019 in the meter's patient result memory are 1.7 inr and 2.0 inr. Relevant retention test strips (lot 397398 and 391903) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation ni equals lay user / family member.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4). At 5:30 pm the meter result was 2.1 inr using strip lot 391903 (expiration date of 30-sep-2020). At 5:40 pm the meter result from a different finger was 1.5 inr using strip lot 39739821. No changes in treatment or dosage were based on the meter results. The customer's therapeutic range is 2.5 - 3.0 inr.